Event description:
The customer reported that the device does not turn on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device does not turn on. There was no reported pt involvement. The device was evaluated by philips. The ac power supply was replaced to resolve the issue.